Event description:
Event is reportable based on product analysis completed in 2009. It was reported that during a popliteal angioplasty procedure, inflation difficulties were encountered. The 90-95% stenosed, de novo, eccentric lesion was located in the non tortuous, moderately calcified mid to distal popliteal artery. The vascular access site was femoral. The symmetry 3.0x10mm balloon was advanced to the lesion and was unable to inflate. The balloon was removed from the pt. The procedure was completed with another MFR's balloon. No pt complications or injuries were reported. The pt's current status is reported as "stable." However, product analysis revealed a shaft break.

Manufacturer narrative:
The shaft of the returned device was broken 1253 mm distal to the strain relief. There were signs of stretching at the distal end of the shaft indicating that force was applied. The balloon portion of the device was not returned. A review of the mfg documentation confirms that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is operational context, due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.